Manufacturer narrative:
The reported event of an electrical shock could not be confirmed with the returned mobile power unit (serial # (B)(4). The returned mobile power unit was tested together with laboratory equipment and was found to function as intended. Electrical measurement of the patient cable section of the mobile power unit passed all testing. The unit passed the full functional checkout and was returned to rental stock. The reported event of a esd related pump stop was confirmed with log file 83141208_c3e submitted march 14, 2019. The log file captured data entries from march 8, 2019 to march 14, 2019. As noted by tech services, two brief (less than 5 seconds) pump stops were captured on march 8. These types of events have been linked to potential electrostatic discharge. The system operated within the low speed limit of 4,700 rpm and the set speed limit of 5,200 rpm, thereafter. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿9 months 8 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient called to state that she received an electrical shock from her light switch while connected to her mpu. She states that the controller alarmed to "call hospital". She states that prior to tonight she has experienced a tingling sensation whenever she handles the mpu while connected to it. She has no odd sensations or alarms, or shocks while on batteries. Patient converted to batteries and green lights were present on the controller and the mpu. Vad parameters were also at their baseline. Patient has been on batteries ever since the event without any issue. A new mpu was mailed to the patient but she will not try to use it until further investigation of what happened is confirmed. No additional information was reported. Additional information received (B)(6) 2019: two of pump stops occurring on (B)(6) 2019 while tethered to their mpu. This type of behavior has been linked to a potential electrostatic discharge which temporarily caused the pump to stop and then restart. Other than the alarms identified with the esd events, there were no other notable alarms seen within the log file. The mcs device is working as intended. Additional information received (B)(6) 2019: yes, the patient was symptomatic during that episode on (B)(6) 2019.